Event description:
Customer reported, the left monitor loses video. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a video connector. System operates as intended.